Event description:
Prepping for cryo case, trufreeze catheter came broken in package and had to be replaced. Technician noted prior to use that the white catheter section was broken from the black section.